Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd effluent and feeling unwell. The cause of peritonitis was unknown. The patient was hospitalized for twelve (12) days. The patient was treated with cefazolin (1.5g/ daily, discontinued after 6 days) and brulamycin (80mg, daily, discontinued after 6 days). The patient recovered from the peritonitis 19 days after diagnosis. Pd therapy was discontinued. The pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.